Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a defective latch. The field service engineer cleaned latch and applied grease to switches to resolve. The contact information was kept blank due to the reported issues that were found by the field service engineer while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system door 2 latch was constantly failing. The customer added that this malfunction occurred during the user trying to issue medication to patients. However, there were no adverse events or injuries reported based on this event.